Event description:
It was reported that during engineering evaluation, it was observed that the craniotome device had temperature above specification. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found the device to had temperature above specification. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.